Event description:
The account alleged the CPR and emergency trend will not activate when the lever is activated.

Manufacturer narrative:
The account tightened and adjusted the trend/CPR linkages to repair the bed.